Event description:
It was reported that the preloaded toric intraocular lens (iol) is planned for exchange to a monofocal iol due to the patient experiencing bothersome halos and glare at night. Postoperatively, the patient achieved 20/20 distance vision and j1 near acuity in both eyes. Additional information indicated that the patient is unable to perform certain pre-surgery activities, such as night driving, resulting in an impact on daily functioning. Preoperative best-corrected visual acuity (bcva) was 20/30 and 20/20. No unplanned incision enlargement, vitrectomy, or sutures were required. The patient is considered temporarily impaired. The lens is not available for return as it remains implanted. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted; give date: not applicable, as the intraocular lens remains implanted. Device evaluation: the device was not returned to the manufacturing site as the device remains implanted; therefore, product testing could not be performed, and the reported complaint issue could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The following fields were updated accordingly: section d6b: if explanted, give date: unknown/not provided. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: march 6, 2026. Section h3: device evaluated by manufacturer: yes section h6: health effect - impact code:(4629 - device revision or replacement) to capture the product received, which indicates that explant was performed. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.